Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 58-year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as adenomyosis, urinary incontinence, uterine leiomyoma, stress, uterine polyp and abnormal uterine bleeding. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen: uterus final diagnosis: cervix: no specimen pathological changes endometrium: weakly secretory / inactive pattern myometrium: multiple leiomyomata, adenomyosis fallopian tubes: microscopic intraluminal free-floating fragments of serous low grade epithelium with associated psammomatous calcification, suspicious for low grade serious neoplastic process, background bilateral metal coils identified. Bladder peritoneum : at least serous borderline tumor with microinvasion, suspicious for low grade serious carcinoma. Comment: the biopsy of bladder peritoneum has a parti ally fragmented (largest fragment approximately 3 cm according to gross measurement) serous neoplastic proliferation with overall low-grade nuclear and cytoplasmic features, with abundant psammomatous calcifications, low mitotic rate, and small but visible nucleoli. The tumor cells are positive for wt1 , ER , paxb ,and the p53 stain appears to have a diffuse low to moderate staining with p53, which is considered inconclusive in the context of this low-grade tumor on morpho logic basis. The tumor cells are negative d2-40. The tumor has an expansile and proliferative growth pattern including inverted macropapillary features many of which are floating in unlined spaces. There is a reactive background that appears desmoplastic (though with assessment hindered by the extensive calcifications) and in some of the tissue fragments the tumor is altering/likely invading the underlying peritoneal soft tissue, for example seen in slide b4. Small nests of cells are seen within stroma consistent with microinvasion. Overall, the features are suspicious for a low-grade serous carcinoma of muellerian type, but without a definitive muellerian organ involved by tumor in the specimens submitted. This tumor is not staged at this point as this is not a full staging procedure for serous neoplasia. Final tumor supping is deferred to the staging surgery. Clinical information: uterine leiomyoma, unspecified location. Abnormal uterine bleeding., uterine polyp. Stress urinary incontinence. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.